Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the right coronary artery (rca). A non-abbott guiding catheter and a non-abbott guide wire were placed. Pre-dilatation was performed with a non-abbott balloon dilatation catheter (bdc). The 3.5x38mm xience xpedition stent delivery system (sds) was prepped before use with no issue or leak noted during preparation. The xience xpedition sds met resistance during advancement onto the non-abbott guide wire and failed to cross the lesion reportedly due to interactions with the patient's anatomy. The xience xpedition sds was removed without reported issue. Additional pre-dilatation was performed with a non-abbott bdc. The same xience xpedition sds was re-advanced; however, it again failed to cross the lesion. The xience xpedition sds was successfully advanced to the target lesion using the buddy-wire technique; however, blood entered the sds hub and the sds was removed without reported issue. Outside the patient's anatomy, a leak was noted in the sds distal shaft. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: re-insertion. The device was returned for analysis. The difficult to position with the guide wire was not be confirmed; however the leak was confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Additionally, it should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged or/and dislodged from the balloon when retracting the undeployed stent back into the guiding catheter. Based on the reviewed information, no product deficiency was identified.